Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was found. Prior to use, it was noted that the struts of the 4.0 x 12mm liberte' stent were flared, coming off the balloon. The procedure was completed with another liberte' stent. No pt complications occurred.